Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarm during testing however, the formatted history file confirmed software error. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that patient had high blood glucose. The customer¿s blood glucose level was in the range of 3-400 mg/dl at the time of the incident. The customer reported that the pump turns off. They put in a new battery and it turns off, and then turns back on and now they have an alarm that reads active insulin deleted. Now the pump has turned off and it was restarting now. The error table indicates that the pump error alarm cleared active insulin. The customer is on the insulin pen for now, but he will be back on the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.